Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; programmer model 37743, serial # (B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation; this issue was resolved with instruction on the correct usage of the buttons. It was also reported that the patient was getting stimulation in her toes and legs. The patient reported a 'baker cyst' behind her knee that was leaking fluid. The patient spoke about receiving a jolting sensation. She was receiving pain coverage for her back.